Event description:
The following was reported to hamilton medical ag: te 231008 (o2 valve leak). Oxygen supply failed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).